Manufacturer narrative:
Other applicable components are: product ID: 748251, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2010, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2010, product type: extension. Other relevant device(s) are: product ID: 748251, serial/lot #: (B)(4), ubd: (B)(6) 2009, UDI#: (B)(4) ; product ID: 748251, serial/lot #: (B)(4), ubd: (B)(6) 2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer's representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for dystonia. It was reported that patient had undergone surgery to replace both extensions as a result of persistent high impedances leading to reduction of therapy efficacy. The extensions were placed into the pulse generator and the set screws tightened. The pulse generator was placed back into the pocket. Impedances were tested and were found to be somewhat high on the left side running between 2000 and 5000 ohms as compared to the right which were in the approximately 2000 ohm range, however given the extremely high impedances ( greater than 5000 and close to 10,000), it was felt that this was a definite improvement. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
The correct aware date is (B)(6) 2018 and not (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.